Event description:
Her history dates back to 1979 when she had bilateral breast augmentation using co's silicone gel breast implants. Ten years ago, she developed fatigue, neurocognitive changes, headaches, myalgias in the calves, and the achilles area. Then, total body became achy. She has buring pain in the feet, ankles, calves, and stiffness. She has more and more significant chronic fatigue as well as night sweats, paresthesias and dysesthesias of the hands and feet. She also had dry mouth, chronic sleep disturbance. Xeromammogram demonstrates a right extracapsular rupture with silicone extravasated into the superolateral portion. The left shows a highly probable rupture as well. Because of rupture, local pain, contracture and systemic symptoms that may be related to her implants, it is medically necessary to remove both implants, capsules and any residual extravasated silicone.